Event description:
A surgeon reported bubbles were detected from the infusion tube during a procedure. There was no patient harm reported.

Manufacturer narrative:
A sample was not returned for this complaint. The customer's complaint history was reviewed for a 12 month period; this is the first event reported regarding this issue for this facility. There are no additional reports against this finished goods lot. The pak was built per specifications. The customer did not retain a sample for this investigation; without a sample, it is not possible to determine why the event occurred. The root cause of the customer's complaint is not known. (B)(4).